Event description:
The customer reported the channel was leaking while angulating the up lever. Additionally, there was leaking at the biopsy channel. The issue occurred during preparation for use and before the patient was in the room. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.